Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that besides the procedure itself, patient factors (moderate-severe calcification in the aortic annulus) may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6) . As reported, this was a 23mm sapien 3 case in aortic position, by transcarotid approach. Pre-implant dilatation with a 20mm edwards balloon catheter was uneventful. After a successful deployment of a 23mm sapien 3 valve, immediate hypotension and decreased cardiac output occurred. Transesophageal echo was performed, which showed a large pericardial effusion/tamponade. A sternotomy was performed to allow visualization of the injury, with suction drainage of the pericardial fluid. The annulus was inspected, and as suspected, a rupture of the left coronary sinus was seen. As per the patient's pre-procedural request, no excessive intervention was performed. Compression was maintained of the ruptured sinus with multiple 4x4 radiopaque gauzes wrapped around the aortic root. Bleeding had ceased after gauze compression, and the sternum was then closed with gauze in place. The patient remained intubated and was transferred to the recovery area. The patient passed away following the procedure. It was suspected that the patient died within 24 hours after sternotomy for evaluation for annular rupture.